Event description:
The customer reported to olympus that the evis exera iii video system center had a power switch that would not turn the device on or off and it fell into the machine. The issue was observed during preparation for use for an unknown diagnostic procedure. No delays and no patient harm was reported with this event.

Manufacturer narrative:
The device was returned to olympus for an evaluation, and the customers allegation was confirmed. The units power switch was damaged and unable to switch the device on or off. An additional device evaluation observation was that there was a poor connection from a worn-out video connector latch causing poor connection with pigtails, as well as a recommended software update to version 4.10. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device was produced before design change measures was conducted, therefore we presume that applied impression of eps switch of operation ability and number of times exceeded assumption and due to that, eps switch got broken. Olympus will continue to monitor field performance for this device.